Event description:
The hosp reported a pt's bladder was burned during a procedure due to a device malfunction. The procedure was completed with the use of another device. The dr that performed the procedure reported the pt did not require medical intervention and bladder would reportedly "heal naturally".